Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 12 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and abscess. No further patient complications were reported.